Event description:
It was reported the device failed accuracy + 6.20% during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. The reported problem was verified. Running three accuracy tests, the pump was found to be over 5.5 percent delivering to the manufacturing specifications. Expulsor was replaced.